Event description:
It was reported that the patient lost stimulation after a motor vehicle accident. During the lead replacement surgery, the physician noticed that the lead paddle was torn apart. The leads were cut during the removal.

Manufacturer narrative:
Results - the complaint was confirmed. The leads were returned cut and incomplete. The rigid layers of both paddles were torn with broken wires observed. The damage observed on the paddles, following a motor vehicle accident, is consistent with overstress of the leads that were subjected to at the time of the accident. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.